Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the front case keypad of the two pcu modules will be replaced.

Event description:
It was reported that due to an alleged break, the front case keypad of the two pcu modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The report of alleged break, the front case keypad of the two pcu modules will be replaced is confirmed based on the findings of class iii field correction. Customer issue was corrected by replacement of the front case. The root cause of the customer's report was a design issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only the keypad was returned.